Manufacturer narrative:
Occupation ni equals lay user / patient. Device requested for return but was not provided.

Event description:
The customer complained of questionable inr results from coaguchek xs meter serial number (B)(4). The customer performed two consecutive tests on their meter with results of > 8.0 inr and 5.5 inr. A different finger was used for each test. The customer's therapeutic range is 2.5 - 3.0 inr. There was no allegation of an adverse event. The customer does not have hematocrit concerns, is not on direct thrombin inhibitors, is not on heparin, has not been recently ill, is on no new medications, and has had no symptoms of bleeding or bruising. Three weeks prior the customer's coumadin dosage was decreased. The customer said that they have not been eating a lot. The customer's meter and test strip have been requested for return. The customer's meter has been returned. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The masterlot test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. The result of >8.0 inr on (B)(6) 2019 alleged by the customer was not observed in the customer's meter memory, but the alleged result of 5.5 inr on (B)(6) 2019 was observed. The complaint customer material and the corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.